Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2014 with the following findings: visual inspection revealed that there was moisture in the display lens. The battery compartment was found to be cracked from the threads to the case seal. No battery cap was returned with the pump. Pump was not able to be powered on to the ¿verify¿ screen during testing. There were no audio tones or vibrations. A leak test was performed and a leak was found at the battery compartment crack. The pump case was removed and internal moisture damage was observed inside the pump.